Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid balance system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. Partial rinseback was performed, resulting in an estimated blood loss of 145cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to possible clotting of the extracorporeal blood circuit. Nxstage requested return of the disposable cartridge; however, it was learned through follow up that the cartridge had been discarded. The exact cause of the alarm cannot be confirmed. The user's guide includes probable causes and appropriate instructions for troubleshooting alarms. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.